Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 4 weeks ago. The aortic neck was 2 cm in length and it was somewhat irregular (it measured 27 mm went to 23 mm and up to 28 mm in diameter from proximal to distal). It was reported that there was a proximal type 1 endoleak seen on a post implant angio. The stent graft was ballooned aggressively which diminished the endoleak but did not resolve it. A cook infra renal aortic cuff was placed and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval codes - results: endoleak. Conclusion: irregularly shaped aortic neck.